Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an incomplete engagement between the pump and the mini cuff was confirmed based a video recorded during the implant procedure. It was reported that the surgeon secured the cuff lock and visually confirmed that no yellow indicators were visible. The pump was then observed to separate from the cuff when the surgeon attempted to place the heart back into the thoracic cavity. The lock was then opened using the unlock tool and secured a second time with no yellow indicators visible. The surgeon then manipulated the pump to confirm appropriate securement and no bleeding concerns. A video from the implant was submitted for review, showing the cuff lock fully closed with no yellow indicators visible. One side of the pump was angled away from the metal ring on the mini cuff, indicating that the locking arm on that side did not engage with the cuff. The cuff did appear to be captured by the lock on the opposite side of the pump. The specific root cause of the observed engagement issue cannot be determined without an evaluation of the device. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 mini apical cuff kit IFU, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section instructs the user to inspect the entire circumference of the pump-cuff junction to ensure that the lvad is properly seated. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-00924. It was reported that patient underwent a surgical pump exchange. During the left ventricular assist device (lvad) implantation, the doctor secured the purple slider lock so that no yellow lines were present, as expected, to lock the pump in place with the cuff. However, the pump came out off the cuff when the heart was placed back into the thoracic cavity. The locking mechanism was then unlocked with the unlocking tool, and the heart was taken back out of the body. There were no visual obstructions that would have been in the way with the locking mechanism so it was locked again and secured with no yellow lines visible. The pump was implanted with no bleeding concerns and the surgeon decided to leave the cuff and pump implanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.